Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering boluses correctly as customer required multiple boluses to lower blood glucose (bg) levels. The customer's blood glucose (bg) level was between 120-350 mg/dl. Customer administered a manual injection to address bg.